Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "crack in the miniloc y-site". Add info received 12/11/2020: patient was seen in clinic (B)(6) 2020 for folfox. Non-power port was used for pump per normal workflows. Patient was seen in ER at wmc that evening due to port leaking. Port site was d/c and a new line/pump was started (B)(6) 2020. Patient states he noticed his sub clavicular catheter is leaking chemo drug and blood states it is running down his chest. Denies other symptoms. Placement info: 5 f u elastomeric pump attached, drug is continuous infusion at 5 ml/hr via gravity x 46 hrs. Rn verified clamps open and drug infusing.

Event description:
It was reported "crack in the miniloc y-site". Add info received 12/11/2020: patient was seen in clinic (B)(6) 2020 for folfox. Non-power port was used for pump per normal workflows. Patient was seen in ER at wmc that evening due to port leaking. Port site was d/c and a new line/pump was started (B)(6) 2020. Patient states he noticed his sub clavicular catheter is leaking chemo drug and blood states it is running down his chest. Denies other symptoms. Placement info: 5 f u elastomeric pump attached, drug is continuous infusion at 5 ml/hr via gravity x 46 hrs. Rn verified clamps open and drug infusing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site on an infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A crack was observed in the y-site luer, extending from the orifice nearly to the y joint. Microscopic inspection of the y-site revealed that the crack originated and propagated along a molding weld line. The split edges were granular. Abundant superficial stress fracturing was observed near the y-site orifice. The cracks occurred along features caused during the molding process. The abundant stress fracturing suggested that processing conditions also may have caused internal polymer stress. These conditions appeared to be caused by manufacturing processes. The devices are supplied components and the supplier has been notified this event. H3: evaluation findings are in section h.11.